Event description:
On (B)(6) 2012, the patient's mother/reporter claimed that the patient had high blood glucose reading in school yesterday. The school nurse gave the patient injection via syringe to bring down her blood glucose. The patient and the animas pump were not available for review at the time of the call. Animas has made several attempts to contact the reporter for more information but was not successful. This complaint is being reported because the patient required hcp medical intervention for hyperglycemia while on insulin pump therapy. It is not clear if product malfunction, use error, intentional misuse, or diabetes management a contributor of the event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on 02/27/2014 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal and bolus deliveries occurred on (B)(6) 2015; data relevant to the alleged event date of (B)(6) 2012 was overwritten due to extended usage. No abnormal alarms or issues were evident in the data. The total daily dose history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).